Event description:
A pump alarm was heard and telemetry confirmed a critical alarm was occurring. The alarm was due to low battery; safe state; and reset occurred (B)(6) 2011 at 1416. The pt experienced withdrawal. Specific withdrawal symptoms were not reported. The pump contained dilaudid and baclofen. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).